Event description:
It was reported that the patient was experiencing a warm sensation in or around the device pocket during recharging. It was further reported that the patient was recharging more than expected. It was noted that a manufacture representative had met with the patient about 6 weeks ago and did some reprograming. Since that time the patient has reportedly needed to charge more frequently. It was noted that he patient needed to charge ¿about 6-8 hours to a full device.¿ it was also reported that during a recharging session on (B)(6) 2013 the antenna had a maximum temperature of 36.9. Additionally, during two recharging sessions on (B)(6) 2013 the antenna reached a maximum temperature of 32.3 and had 2 minutes of no recharge due to poor telemetry. It was later reported that the patient was doing much better and that, if needed, she will be seen by the manufacturing represented at her visit in the month subsequent to the report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).